Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the single leaflet device attachment (slda) could not be determined. The patient effect of mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures.. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.

Event description:
This is filed to report single leaflet device attachment/slda and mitral regurgitation it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. It was noted restricted and thin posterior leaflet. On (B)(6) 2021, one clip was successfully implanted, reducing mr to 2. On (B)(6) 2021, transthoracic echocardiogram (tte), showed the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 2. Additional treatment will not be performed. The physician will continue to monitor the patient. The patient will be discharged as normal. There was no clinically significant delay in the procedure. No additional information was provided.